Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, and the pacing impedances were 243 ohms. Boston scientific technical services (ts) discussed troubleshooting options. Additional information received indicated a revision procedure occurred. The physician was unable to reposition the lead due to the patient's fibrosis, therefore, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.